Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they were not feeling well and had symptoms of atrial fibrillation (af) over the weekend and they weren't sure if the implantable pulse generator (ipg) was working for them. The ipg remains in use. No further patient complications have been reported as a result of this event.